Event description:
It was reported that during the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows "the targeter is broken, please exchange".

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history on the listed part revealed no prior complaints for the listed batches with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.